Manufacturer narrative:
Insulin pump passed the displacement and failed self test, during back light check, there was a portion of the el panel that was not lit due to damaged el panel. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had backlight anomaly. The customer's blood glucose level was unknown. The customer was assisted with troubleshooting. The customer states that the insulin pump was not currently in low battery status. Customer states backlight did not work. Customer did not performed any programming activities while in vibrate mode. Customer states the backlight is not turning on during easy bolus. The device will be returned for analysis.